Event description:
It was reported that the patient felt an alarm and presented to the hospital. The left ventricular lead exhibited low impedance. Programming changes were made to resolve the issue. Patient was stable.

Event description:
Additional information received noted that based on previously reported low impedance value, lead damage was suspected. Lead damage was not confirmed.